Manufacturer narrative:
Covidien reference: (B)(4). The hospital biomed engineer evaluated the device and was not able to duplicate the reported event. The device passed all testing and was placed back in service.

Event description:
It was reported that a ventilator displayed an error code associated with an inoperative condition. There was no report of patient involvement.